Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/21/2023. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: in event description indicates "this concerned 4 to 5 wires from the same box" this occurred 5 times in total for both procedures or it occurred 5 times in each procedure? Please clarify. According to the initial declaration, the issue occurred during two surgeries (B)(4) but the exact number of impacted suture by procedure is unk no further information available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/18/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned devices. The returned product determined that it was received eighteen unopened samples that pertain to the product code jv1025. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no issues related to breakage sutures or fraying sutures were observed during the evaluation. The functional test was performed using instron equipment and the tensile force was above the minimum requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 210968-2023-01210, 2210968-2023-01211, 2210968-2023-01212.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Component code: g07002 device not returned. To date it has been reported that the device will not be returned. If the device or further details are received as a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. In event description indicates "this concerned 4 to 5 wires from the same box" this occurred 5 times in total for both procedures or it occurred 5 times in each procedure? Please clarify. Related events reported via 2210968-2023-01210, 2210968-2023-01211, 2210968-2023-01212.

Event description:
It was reported that a cat underwent an oophorectomy on (B)(6) 2023. During the procedure, when the veterinarian tied her ovarian ligature or overlock knot without exerting excessive traction, one of the two suture heads broke. It was noted that when the vet took the suture out of their shuttle, there were knots in it. Another like device was used without affecting the animal. Additional information was requested.